Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse figured it out and had a patient rewarming in an arctic sun device. The patient had not reached target in the 6 hours. Their protocol was to discontinue the device after the 6 hour rewarming. They were not sure if they should leave the device on since the patient did not reach target yet. They determined they would leave the device on in normothermia to continue rewarming until the patient reached target. Informed nurse the device would continue to warm the patient to target even though it has switched to normothermia. Confirmed patient temperature (pt) was 35.9c and water temperature (wt) was 40c. Device was making warm water and trying to warm patient. Nurse would continue to monitor.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Their protocol was to discontinue the device after the 6-hour rewarming. They were not sure if they should leave the device on since the patient did not reach target yet. They determined they would leave the device on in normothermia to continue rewarming until the patient reached target. Informed nurse the device would continue to warm the patient to target even though it has switched to normothermia. Confirmed patient temperature (pt) was 35.9c and water temperature (wt) was 40c. Device was making warm water and trying to warm patient. Nurse would continue to monitor. Per additional information received, spoke to charge nurse and confirmed this patient had poor prognosis and the temperature was difficult to maintain. They had added warm blankets to the patient, and this helped to stabilize the patient around 36c for a few hours. They decided to discontinue treatment after 4 more hours on the device. They confirmed the device continued to work appropriately but would be unable to provide a serial number. The device was back in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Corrections: b, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse figured it out and had a patient rewarming in an arctic sun device. The patient had not reached target in the 6 hours. Their protocol was to discontinue the device after the 6-hour rewarming. They were not sure if they should leave the device on since the patient did not reach target yet. They determined they would leave the device on in normothermia to continue rewarming until the patient reached target. Informed nurse the device would continue to warm the patient to target even though it has switched to normothermia. Confirmed patient temperature (pt) was 35.9c and water temperature (wt) was 40c. Device was making warm water and trying to warm patient. Nurse would continue to monitor. Per follow up information received via task on 27may2025, spoke to charge nurse and confirmed this patient had poor prognosis and the temperature was difficult to maintain. They had added warm blankets to the patient, and this helped to stabilize the patient around 36c for a few hours. They decided to discontinue treatment after 4 more hours on the device. They confirmed the device continued to work appropriately but would be unable to provide a serial number. The device was back in service.